Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for inability to remove the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced and deployment was initiated. Final arm angle was established and the physician then attempted to remove the lock line. Resistance was noted and the lock line could not be removed. The decision was made to re-open the clip and remove it. No difficulty was noted during removal of the cds and unimplanted clip and no adverse patient effect occurred. A second clip was then used without issue, reducing mr to grade 1. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. The returned device analysis confirmed the mechanical jam due to an observed knotted lock line. All available information was investigated and the reported inability removing the lock line was due to the observed knotted lock line; however, a definitive cause for the knotted lock line could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. D10, h3: device available for evaluation. H6: method code 4115 - removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical jam could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Device not available for evaluation.